Event description:
The pt received two leads with the same lot number. It was reported at least one of the pt's leads had migrated. The physician replaced the two leads with one surgical lead. F/u identified the pt was well postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.